Manufacturer narrative:
B3 is unknown. One device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed and found damaged dso seal, damaged battery compartment and scratched lens and these items were replaced. The reported problem was replicated. Functional test found defective piezo sounder. The piezo sounder was also replaced.

Event description:
It was reported that there was a ¿broken battery compartment¿. There was unknown patient involvement.